Event description:
The device was explanted over six years later for reported normal battery depletion. It was returned as per process and underwent standard analysis testing.

Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) which was implanted one day, displayed an out of range impedance and was unable to pace. The sensing was adequate. An invasive procedure was performed, and the proximal set screw was tightened.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.